Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2017 with the following findings: the pump was returned with the battery compartment cracked starting at the threads to the left side of grip pad and down to the seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 09/08/2017.